Manufacturer narrative:
(B)(4). Device remains in use.

Event description:
It was reported a loosening unknown lb screw that happened few years ago. Doctor re-tighten the screw at the time.

Manufacturer narrative:
One unknown screw loosening was not returned for investigation as it remained implanted. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth site, and was used for an unknown period of time. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw loosening) or devices (zimmer screws). Therefore, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.